Event description:
It was reported that the original atrial lead had become dislodged. This lead was removed. The new lead was attempted to be placed and the lead could not pass through as there was a stenosis in the subclavian vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was a damaged tip electrode. It was noted that there was blood in/on the helix/lobe mechanism and there was apparent explant damage.